Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2025-04937. H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, intraocular lens (iol) blocked in injector and high resistance when moving the plunger. Iol implantation was abandoned and surgery was completed. No patient impact was reported. Additional information has been requested. There are two medical reports associated with same event. This file is 2 of 2.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11 the device and the lens were returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. There was no damage observed to the body of the device. The plunger was removed and evaluated. No abnormalities were observed. The plunger was reinserted to the start position with no problem found. The lens was returned separate from the device. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint of iol (intraocular lens) blocked in injector, resistance when moving the plunger. The lens was not returned in the reported condition of blocked in injector. The lens was returned outside the device. The plunger was retraced. The plunger was removed and evaluated. The plunger was reinserted into the device with no abnormalities or problem found. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.